Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and confirmed the leak from a dirty and partially clogged blood sampling valve (bsv). The bsv was initially soaked in bleach, but was eventually replaced, resolving the leak and the aspiration errors. Unrelated to the leak, the fse made adjustments to differential pressures. Following the repair, the instrument was verified. The failure mode was related to a clogged bsv. However, the aspiration errors alerted the customer to an instrument problem. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a minor leak (less than 5 cc) of sample and diluent at the secondary probe of the coulter hmx cap pierce hematology analyzer along with aspiration errors. The leak was not contained within the instrument. The operator was wearing gloves, a laboratory coat and glasses when the leak was observed. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.